Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 225 mg/dl and moderate ketones, which were not identified as dangerous by a healthcare provider. The customer attempted to self-treat with a bolus via manual dose injection, but was treated with intravenous fluids of saline and insulin at the ER. . Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.